Manufacturer narrative:
D.1. Medical device brand name: bd vacutainer® sodium fluoride 5mg potassium oxalate 4 mg (fx) blood collection tubes. E.1. Initial reporter phone #: (B)(6). E.1. Initial reporter facility name: (B)(6). Investigation summary: bd had not received samples, but two (2) photos and one (1) video were provided for investigation. The photos and video were reviewed and show tubes with the variable data showing on the label and the video shows blood being drawn into a tube. The indicated failure mode for underfill with the incident lot was not observed. One hundred (100) retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes. Additionally, ten (10) of the retention samples were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sodium fluoride 5mg potassium oxalate 4 mg (fx) blood collection tubes, fifty (50) tubes had insufficient negative pressure causing underfilling and patients samples to be recollected. No additional patient impact reported.